Event description:
Caller reported that there was an error with their continuous glucose monitor, specifically cgm error 42. The customer's blood glucose level was not adversely affected as the issue was resolved. The customer received guidance from technical support to reset the pump, which successfully eliminated the error, allowing them to start their sensor session without further issues.